Event description:
The powered wheelchair was returned to the manufacturer for repair due to multiple right motor faults. During inspection and repair of the powered wheelchair, the brake wire within the motor had melted. No patient consequences were reported as a result of this event.